Manufacturer narrative:
Additional information was received that the patient was placed on antibiotics.

Event description:
A report was received that the patient had an infection at the battery site. Symptoms of pain and swelling were noted. It was unknown if the infection was device or procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8416-50, serial #: (B)(4), description: artisan MRI paddle lead 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the battery site. Symptoms of pain and swelling were noted. It was unknown if the infection was device or procedure related. The patient underwent an explant procedure.